Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device came apart. It was reported that the device was being used in surgery but without pt or user injury occurred. It is unk whether there was related delay or intervention. The event date is unk. There was no add'l info provided.